Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and hematoma. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.